Event description:
A consumer reported experiencing decreased near vision following intraocular lens (iol) implant surgery. The consumer reported that he was aphakic in the fellow eye and feels his vision is poor. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 06/03/2009.